Event description:
Customer reported during her sleep she had a low and it triggered threshold suspend. Customer stated she cleared the thresh hold suspend and restarted delivery after checking her blood glucose which was normal. Customer attempted to recalibrate but it was unsuccessful. Customer was able to use the device for six days. She had another sensor that had the same issue occur. Customer stated she got frustrated with the sensor and she took it out. Customer reported that she has attempted to use the sensor on her buttock since she has no other place to use them. Another sensor bleed during after insertion. Customer stated she is a brittle diabetic and when her blood glucose drops it does so drastically.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.